Manufacturer narrative:
A definitive assignable cause of this event was not determined. An instrument related issue cannot be entirely ruled out as a contributing factor. In addition, an unknown sample interferent that affects the vitros assay but not the non vitros assays cannot be ruled out as contributing to the event. The issue is isolated to one sample from two specific patients. There is no evidence that would suggest a vitros tsh issue with either one of the vitros tsh reagent lots in use contributed to the event.

Event description:
The customer observed two lower than expected vitros tsh results from two different patient samples using vitros tsh reagent on a vitros 5600 integrated system when compared to tsh results obtained from two non vitros methods. Patient 1 tsh result < 0.015 miu/l vs. Non vitros tsh result 2.03 miu/l. Patient 2 tsh result < 0.015 miu/l vs. Non vitros tsh result 0.955 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros tsh results of 0.015 miu/l were reported outside of the laboratory, however, no treatment was given, changed, or withheld based on the reported tsh results, and there was no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).